Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated during sinus bradycardia with noise and artifact at 06:56:13. The post-shock rhythm was a sinus rhythm. It was reported that the pt was changing her battery in a nursing home at the time of the event, and she thought that she needed to remove he entire device to do so. The device started to alarm, and the pt's nurse assisted with the response buttons. However, the nurse was only pressing one of the response buttons, and the pt was treated. The response buttons were pressed after the treatment was delivered. The pt remained in the nursing home and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Tthe pt remained in the nursing home and continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 01/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.